Manufacturer narrative:
Product ID: mc1vr01-delsys. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient presented with chest pain and hypotension. An ultrasound revealed pericardial effusion. Pericardiocentesis was performed with resolved chest pain and blood pressure. The patient was monitored overnight without further issues. The ipg remains in use. No further patient complications have been reported as a result of this event.